Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR # 3002806535.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR # 3002806535.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk, exceed cup size 50, unk; unk,gts standard stem size +4, unk; unk, head ceramic size 28, unk. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00589. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced thrombophlebitis three months post implantation. It was resolved three months later. Attempts have been made and additional information on the reported event is unavailable.